Event description:
It was reported that lead would not verify and showed high impedances on most contacts and segments. Reason was unknown. Troubleshooting was performed. Cable was disconnected and styler was verified to be all the way seated. Cable was reconnected but still would not verify. Set up was confirmed to be correct. Tablet was restarted and they connected the lead to the alpha omega system. Impedances were showing high as well. Lead was swapped out with a new one. Connected to the lead test cable bust still would my verify and showed high impedance. Lead was connected to alpha omega system and impedances were within normal limits. The issue was resolved. No symptoms reported. 2023-may-2 rtg0436356 (rep): no new information. 2023-05-09 e1 (rep): additional information received from the manufacturer¿s representative (rep) reported the cause of the high imp edance wasn¿t determined. 2023-05-11 e3 (rep): no new information. 2023-may-19 an_rp: no new information 2023-08-29 undeliverable: no new information. 2024-03-06 e4, e5 (rep): no new information. 2024-04-02 e6 (rep): no new information.

Manufacturer narrative:
Section d10 references: product ID b31040 lot# 082n29122 serial# unknown implanted: explanted: product type screening device product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory h3. Analysis of the lead (s/n(B)(6) found no anomaly. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.